Manufacturer narrative:
(B)(4). The hernia occurred on an unspecified date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the patient outcome of this hernia event was not reported and the patient was not performing pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.